Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that issues were encountered when retracting 3.5mm and 4mm non medtronic stent balloon delivery systems back through the 6f telescope guide extension catheter. These issues were experienced multiple times. The issues experienced has caused dislodgement of interventional devices and also removal of the entire system in order to reintroduce additional stents and balloons. It was stated that all interventional devices used were non medtronic devices. A non medtronic guidewire was used for all procedures. The guidewire was examined and flushed before use in each procedure with no issues noted. There were no difficulties noted when loading the device onto the guidewire. It was stated that it is not clear whether all users are adhering to the IFU.